Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked at the o-ring, which caused insulin to leak into the reservoir compartment. The blood glucose reading was unknown at the time of the call. Nothing further reported.